Event description:
It was reported to philips that the system took an extended time to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the supraventricular tachycardia (svt) ablation patient treatment procedure was performed when the issue happened. The procedure was delay on 10 minutes and completed the procedure after reboot. A philips remote service engineer (rse) checked the system remotely and confirmed the reported problem. After reviewing log and found that the emergency stop button was pressed. A philips field service engineer (fse) examined the system on-site and found the system intermittently allowed movement in one direction. During analysis the issue could not be reproduced. To resolve the issue, fse replaced the geometry module and restored the system ghost and return the part for further analysis and the failed component is digital analog joystick. After replacing the geometry module, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete the procedure after reboot on the same system with minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.